Event description:
A report received stated, prior to use, a taperguard endotracheal tube&#39;s cuff was found to be broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). The user facility was not able to provide the lot number for the referenced device. Therefore, the manufacturer is unable to determine the date of manufacture or conduct a device history review. In the event that additional information is obtained, a supplemental report will be issued.

Event description:
During a follow-up with the user facility it was found that the patient was recannulated as a result of the event. There was no patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation, no lot number was provided. Investigation confirmed that the cuff presents a small tear. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The tear condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).